Manufacturer narrative:
We were notified that this lead was explanted and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead was implanted on (B)(6) 2019. On (B)(6) 2019, the lead dislodged. The lead will be repositioned.